Manufacturer narrative:
(B)(4). The sys was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that the sys displayed a switch error message and was arcing. No pt injury was reported.